Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement greater than 125 ohms. There was no evidence of noise on the shock electrogram (egm), and the last delivered shock was march 2021 with a delivered shock impedance measurement of 87 ohms. Technical services (ts) discussed troubleshooting options and programming considerations, including commanded shock testing. This rv lead remains in service. No adverse patient effects or interventions were reported.